Event description:
It was reported that the device present an f2 malfunction on the screen. No case reported. After investigation it was determined that the motor was not running when pressing on footswitch. The triangle on membrane not working.